Event description:
The surgeon attempted to insert a cc4204bf single piece collamer lens. Prior to insertion into the eye the lens would not advance and stuck in the cartridge. No patient contact or injury. The cause of the lens sticking in the cartridge was due to a loading error.